Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was unavailable. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pretesting, it was observed that the polymeric cap of the adapter device did not engaged the test part due to damage on the threads of the cap device. It was further determined that the device failed pretest for threaded fitting assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (august 23, 2017) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition that the polymeric cap did not engaged the test part due to damage on the threads of the cap was confirmed. An assessment was performed on the cap and it was determined that the cap had visible damage to the threads due to improper threading of the femoral head cap. The femoral adapter is non-functional due to cap not being able to be threaded. The assignable root cause of this condition was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).